Event description:
It was reported pt had surgery and was hospitalized for a hematoma at this scs lead site. Follow-up identified that pt is doing "much better" and has been moved out of the ICU and off the ventilator. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.